Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: after a difficult navigation due to the tortuous anatomy, dr noticed during deployment that the web contained a clot. He used another web of the same size without any problem. The clot was fully removed with the web. The web was able to be resheathed into the microcatheter with the clot. There was no report of patient injury. Patient is good.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.